Manufacturer narrative:
This follow-up MDR is created to document the additional device information and the evaluation of the returned device. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. A titan, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be smooth and straight, indicating contact with sharp instrumentation. A group of striations was noted in the reservoir strain relief. Testing revealed this to be a site of leakage. Partial separations within abrasion were noted on the serialized exhaust tube of the pump. Testing revealed these to not be a site of leakage. Abrasion was noted on all tubes of the pump and both cylinder exhaust tubes. No functional abnormalities were noted with the pump or cylinder 2. Because the available information did not indicate what factors may have contributed to the report of the device not staying implanted, and because no functional abnormalities were noted other than instrument damage, the cause of this reported event cannot be confirmed. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed instrument separations in the bladder of cylinder 1 and reservoir strain relief occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. This separation is not associated with the cause for failure.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, would not stay inflated.